Event description:
Complainant alleged that during biomed testing the device powered on with no display and failed to charge energy. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.